Event description:
It was reported that patient underwent total hip arthroplasty in early 2008, during which he received a durom acetabular component. Post-op patient reports he experienced pain, and was revised seven months later.